Manufacturer narrative:
(B)(4). On (B)(6) 2016 patient was implanted with the rns system including two depth leads. Product damaged during explant.

Event description:
Patient was wearing a wool stocking hat and was experiencing excessive itching on his scalp. He was scratching around the area of his incision and inadvertently, opened the incision and pulled a portion of the lead body out. The lead (connected to port 1, implanted in the left mesial temporal region) was later explanted by neurosurgeon. Lead disposed of during surgery and was not returned to neuropace. Patient being followed by infectious disease prophylactically. The remaining implanted rns system is programmed for detection and treatment.